Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the an alarm was not specifically reported. It was unknown why the patient let the pump run dry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) and patient via a manufacturers representative (rep). The patient was receiving dilaudid (concentration and dose was unknown) via an implantable pump for non-malignant pain. The event date was (B)(6). An alarm was occurring due to pump being empty, the patient missed a refill. There were no symptoms reported but it was further noted that the patient was convinced that the pump was going to kill her, the patient was adamant that she was implanted with a pump wih an older battery that was part of the population in the synchromed ii battery performance field action, the patient believed that her pump battery was manufactured in 2008. The patient wanted the pump out of her and did not want her doctor touching her, the rep redirected the patient online to search for a doctor that could remove her pump. Patient was not having any therapy or pump problem currently. No further complications were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date should have been (B)(6) 2017 and not (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the pump was going to be refilled. It was explained to the patient that her pump was not recalled. The rep looked up her (B)(4) on the medtronic website and showed her the unaffected battery document. The patient would resume care with the doctor and stated she would keep her appointments for refills from this point further. No further information was obtained.